Event description:
It was reported that the physician was unable to implant the pacing lead due to the inability to advance the helix into the ventricle tissue. It was also reported that the wire stuck. The lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that the distal conductor was stretched/distorted during attempted implant. The stylet could not be fully inserted. (B)(4).